Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported customer's fill estimate was inaccurate after filling the cartridge with insulin. There was no reported impact to the customer's blood glucose level. The customer indicated that the syringe may have had air in it and that cold insulin had been used.